Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported, but a physical therapist may have injured her back. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer reported the brake on the versacare bed was broken. There was no patient injury reported, but a physical therapist may have injured her back. No additional information was provided. Follow up information regarding the reported event was obtained from the director of physical therapy. The physical therapist was working with a patient on (B)(6) 2022 and as she was putting the patient back to bed, the bed moved due to the break not holding and the therapist reportedly injured her back catching the patient. The physical therapist called employee health on the day of the incident, but employee health was gone for the day. The physical therapist was scheduled off the two days following the incident and was not seen by employee health until (B)(6) 2022. The director of physical therapy initially stated the physical therapist was returning to work on (B)(6) 2022 but received a text from her that employee health was sending her to see a physician at 1:00 pm on (B)(6) 2022. A determination for returning to work would be made after that. Several attempts to obtain the outcome of the appointment have been unsuccessful. The versacare bed system is intended to provide a patient support suited to be used in healthcare environments. The versacare bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The hillrom service technician inspected the bed and found that the brake would set, and the pedal stayed in place, but the castors were able to pivot around while the brake was set. The repair would be performed at the warehouse. No additional information regarding the reported injury could be obtained to determine severity. There is no indication that a serious injury occurred based on the information provided. There was no report of medical intervention to preclude permanent impairment of a body function or structure. Additionally, the patient was not seen by a health care professional for her injury until 5 days after the incident occurred. If additional information becomes available, the complaint will be reassessed, and the severity will be re-evaluated. However, the reported malfunction could contribute to a serious injury or death if it were to recur. Therefore, hillrom considers this complaint a reportable malfunction. Additional information was received from the director of physical therapy on (B)(6) 2022. Per the director, physical therapy was ordered for the employee for what was described as a muscular injury. The physical therapist returned to work after her doctor's appointment on (B)(6) 2022. The employee has been working full shifts and is seemingly fine. No additional information provided. A muscle strain is the stretching or tearing of the muscle that is treated with rest, ice, compression and elevation. A muscle strain can occur due to one-time overstretching of a muscle or overworking of a muscle. Physical therapy can aid in treating and managing musculoskeletal injuries and manage pain and decrease inflammation. A muscle strain is not considered a serious injury as it is not life threatening and does not require treatment to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, the employee did not seek immediate treatment and the employee returned to work immediately following her doctor's appointment. However, this complaint remains a reportable malfunction. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. The technician replaced the bed brake casters to resolve the issue. Based on this information, no further action is required.